Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the lead was returned with the helix hung up on the guide tooth. Full lead returned and analyzed. Blood in/on distal conductor (not obstructed) and in/on helix mechanism (sleeve head). Helix disengaged from helical channel.

Event description:
It was reported that that during an implant of a right ventricular lead, the "screw" mechanism of the lead was broken. The lead was attempted and not used. No patient complications have been reported as a result of this event.